Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg has moved in the pocket. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction- codes.

Event description:
Additional information indicates surgical intervention was undertaken on 08 march 2024 wherein ipg was sutured down to hold it in place to address the issue.